Event description:
It was reported that the lead exhibited noise and the r-wave amplitude varied. The capture threshold and impedance had increased. The noise was not oversensed and did not inhibit pacing. Therefore, inappropriate therapy was not delivered.

Manufacturer narrative:
Na